Event description:
During an atrial fibrillation procedure, a cardiac tamponade occurred requiring a pericardiocentesis. After ablation, an appendix occlusion procedure was performed. At the end of the appendix occlusion procedure, when the puncture compression was being performed, evidence of a cardiac tamponade was identified. A pericardiocentesis was performed, and the patient remained stable without further complications. There were no alleged performance issues with any abbott devices.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.